Event description:
In 2006, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter was displaying the error 1 message. Medical affairs specialist (mas) spoke with the pt nine days later to obtain/verify the following info: the pt was diagnosed with diabetes 8 yrs ago. She takes glucophage 500 mg twice a day and amaryl 4 mg once a day. She said she was not able to obtain a result on the reported meter for "weeks". She continued to take her daily oral diabetes medication. On the original dates, she felt tired and light headed. She was unable to obtain a meter reading and went to the ER. On event day, a result of 510 mg/dl was obtained on the ER device and one week later, a result of 484 mg/dl was obtained on the ER device. The pt was treated with IV insulin in the ER on that days. She was advised to continue to take her oral diabetes medication and to "eat right". She was not admitted to the hosp. The pt had a scheduled follow-up dr's appointment thirteen days later. The customer care advocate (cca) discovered that the pt used incorrect testing technique by pressing the m and c buttons to attempt to test. The cca walked the pt retesting and resolved the issue. The mas advised the pt to call lfs "right away" if she experiences difficulty testing with the lfs products in the future. The meter, test strips, and control solution were replaced. The complaint is reported because the pt was unable to obtain a reading on the lfs product. She experienced symptoms and hyperglycemic readings in the ER on two occasions. The pt was treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.